Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the operating room for device explant unrelated to this event. Based on x-ray fluoroscopy, externalized conductors were observed on the rv lead. Electrical function of the rv lead was normal. Physician elected to explant and replace the rv lead. Patient is stable post procedure.

Manufacturer narrative:
A partial lead with the lead tip measuring 50.5cm was returned for analysis. Externalized conductors due to internal insulation abrasion and explant damage breaching the re cables lumen was noted at 9.0 cm to 11.7 cm from the distal tip. Re cables etfe coating was intact and the inner coil was not exposed in this abrasion region. Two external insulation abrasions breaching the rv cables lumen were noted at 32.1 cm to 32.8 cm and 34.3 cm to 35.0 cm from the distal tip, consistent with lead friction to another device or feature of the heart. Rv cables etfe coating was intact and the inner coil was not exposed in these abrasion regions.